Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8973r-30-180 fibulock® nail bent over sideways. This occurred during an open tibial fracture on (B)(6) 2023, after reaming the nail was inserted and after inserting the plate and the tip of the nail was bent over sideways the device was pulled out and the case was completed using a ar-8973r-30-130. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or user error due to applying excessive force.